Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was unresponsive during start up. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733438r, serial/lot #: (B)(6). H3: the system was serviced in the field, and the system control unit (scu) had red lights on all connections and did not respond to pings from the camera. The scu was replaced. Codes b01, c08, d02 are applicable to this analysis. The hardware was returned and analysis was performed. The returned scu powered up without issue on the test bench. The scu had normal communication with the positioning sensor unit (psu). A check of the event log did not show any adverse events. The scu had normal tracking for all three ports. No problem was found. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.